Event description:
It was reported that a patient implanted with an impella 5.5 had a hematoma at the axillary cutdown site. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.